Event description:
The rn was placing a peripheral IV. The rn inserted the needle, saw flash and attempted to thread the catheter, but met resistance. The rn adjusted the unit and attempted to thread again, and resistance was again met. The needle was retracted and attempts to remove the catheter were met with resistance. The catheter was able to be removed, but it was not longer intact. An x-ray was taken and revealed that approx 7mm of the catheter tubing was left in the antecubital vein. Catheter piece had migrated. The pt is going to the operating room to have the catheter removed. (B)(4).

Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the sample. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).